Manufacturer narrative:
(B)(4). The micropituitary shaft tip is broken at the center of the jaw pivot pin. Additionally, the dynamic jaw is bent, consistent with excessive rotational force. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse, due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument is missing a screw druing the surgery. Although this instrument was used during surgery, no patient complications were reported.